Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the invalid witness. A technical support specialist (tss) verified the user profile and confirmed that witness permissions were enabled. Additionally, the cabinet setting ¿override witness required in profile mode¿ was disabled per the client profile. Multiple attempts to reach the customer were unsuccessful. The technical support specialist proceeded to close the case.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, shown invalid witness error when the user attempted to act as a witness for resolving discrepancies and issuing items. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.